Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe had a crack in the syringe, therefore leaking medication during use. No exposure to medication. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: sample evaluation: a 5ml syringe in an opened package was received at bd canaan, confirmed to be from batch # 7209552, (p/n 309649). The sample was visually evaluated. Syringe had a linear crack extending from approximately the 1ml to the 5ml grad line opposite the print area. Based on the sample evaluation. Product defect is confirmed. DHR review for batch 7209552 (p/n 309649): manufacturing dates: 04/25/2017 to 04/27/2017. Batch quantity was (B)(4). Printing records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7209552 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Confirmed: bd was able to confirm the customer¿s indicated failure investigation conclusion: root cause not required based on severity and occurrence level defined for this complaint.